Event description:
Pt with an aortic valve replacement on 10/7/1998 transferred from critical care unit to intermediate care unit at 1245 10/8/98. Pt was alert and oriented and call light was within pt's reach. At 1325 this pt was seen again by his nurse and given a tylenol #3 for incisional discomfort. At 1345 the scope tech notified the pt's nurse that the pt's heart rate had dropped down into the 30's. Nurse responded to room immediately and summoned help. Pt was found lying crosswise under head portion of bed in a large pool of blood.